Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Event description:
It was reported that a pacing lead exhibited low impedance, which was suspected to be caused by lead damage. The lead remains in use. No patient complications have been reported as a result of this event.